Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing shortness of breath during exercise. A review of the device noted the patient¿s heart rate declining overtime during exercise despite a steady effort. Left arm movement by the patient also revealed an artifact on the minute ventilation signal. The patient¿s device was reprogrammed and they will continue to be monitored. The device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.